Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented in clinic with pump off. It was restarted on (B)(6) 2024. The patient was unable to provide reliable history. Log file review was requested, and the log file was filled with incorrect date timestamps until the last two lines of the file where the timestamp was set to 18nov2024 at 14:54:04. Technical services stated that the incorrect timestamps could have been cause by a total loss of power to the system that occurred 4 months and 2 days ago on 19aug2024. The log files did not contain any type of system controller issues. The first pump stop at 1:33:47 was caused by the driveline being disconnected. The second pump stop at 15:55:58 was caused by a total loss of power to the system. Prior to the second pump stop, low power advisory and hazard events occurred as expected but were not responded to. Once power was restored, the pump returned to operating at the set speed of 5000 rpm.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a driveline disconnect and subsequent pump stop event; however, a specific cause could not be conclusively determined through this evaluation. The controller event log file contained events from record numbers 40581 through 40836. The majority of the file captured a corrupt controller clock (refer to system controller investigation). A driveline disconnect and subsequent pump stop was captured under record number 40672 which was associated with a corrupt timestamp date of 02apr2000. The driveline appeared to be reconnected less than 1 minute later, and the pump ramped up to the set speed without issue. An additional pump stop was captured approximately 14 hours later due to the patient fully depleting their 14 volt batteries as well as the system controller backup battery, consistent with the reported event. This event will be addressed under the system controller investigation. Power was restored to the system prior to 14:54:04 on 18nov2024 and the pump ramped up to the set speed without issue. No other notable events or alarms were captured. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that it was unknown if the patient experienced any symptoms during the pump stop events. The cause of the driveline disconnection/loss of total power to the system was stated to be battery depletion.